Event description:
The customer reported to olympus, the xenon light source lost an image during a procedure for a couple of seconds, and then the image returned. This happened a couple times during the procedure. As this was the only xenon light source in the facility, they finished the procedure with the same set of equipment, with no delay. The issue was found during a therapeutic gastroscopy endoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.